Event description:
A female pt underwent diagnostic catheterization in 2009. The procedure was performed via a 6 procedural sheath inserted into the left femoral artery. At the end of the procedure, the operator, in training, proceeded to use a mynx vascular closure device through the existing procedural sheath. While inserting and advancing the mynx device, the distal tip required assistance to pass through the sheath valve. The mynx device was reportedly deployed without any issues and there was no bleeding or oozing during deployment. Upon releasing fingertip compression post device removal, there was pulsatile arterial bleeding noted from the access site. The pt was immediately converted to manual compression for 10 minutes. The following day, the pt had a doppler ultrasound which ruled out pseudoaneurysm, however a CT scan documented retroperitoneal bleed (symptoms unk). The pt's hemoglobin had dropped from 9.5 pre-procedure to 7.3 and she was transfused 4 units of blood. The pt is reportedly doing well with no further clinical sequale.

Manufacturer narrative:
The device was returned to aci for eval. Based upon the info provided to and the investigation performed, the cause of the reported failure to achieve hemostasis and retroperitoneal bleed could not be determined. The review of the lhr (lot f0832302) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.